Event description:
The pt had diagnostic hysteroscopy and suction d&c. Hysteroscopy was unremarkable. The pt had inflation of the thermachoice device, it took too much of the fluid and md could not get it up to the proper instillation pressures. Md suspected a uterine perforation and replaced the hysteroscope and identified a uterine perforation which appeared to occur with the inflation of the thermachoice device. The perforation site was a small opening. The pt was monitored. The pt was kept for an extended period postoperatively without any excessive bleeding. They ultimately underwent a vaginal hysterectomy a month later with no definite perforation tract demonstrated and a small posterior uterine serosal laceration suggestive of their previous endometrial perforation. The pt did have adenomyosis and recovered nicely from hysterectomy. Md just thought FDA should know of the development of this problem. Md can honestly state that it is uncertain whether the suction d&c resulted in the uterine wall perforation or whether placement of the thermachoice device or inflation of the thermachoice device resulted in the uterine perforation and subsequent failure. The device was never heated although had that happened, then the pt's anterior rectosigmoid or small intestine would have been substantially injured. No abnormality was identified prior to initiation of this portion of the procedure.